Event description:
Pt underwent right total knee arthroplasty by a physician at another facility during 3/95. She reported that she was never pain free since the surgery and did not gain the ability to ambulate without a walker except for a short distance of approx. 10 feet. She also required the assistance of a lift chair. Fluid was cultured from the knee which revealed no evidence of infection. The pt underwent conservative treatment which did not relieve her pain. The pt presented to hospital for revision surgery of the knee. At the time of surgery inspection of the knee revealed laxity, especially with flexion. It was very easy to dislocate her knee with the spacer that was in the knee. A 15mm rotating spacer had been placed which was exchanged for a 22.5mm spacer for stability. Device numbers are not available since the pt's primary total knee replacement was performed at another facility and cannot be obtained. Surgeon identified device implanted to be mfg by depuy.